Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed exposed wires on the power extension cable. A standard power supply was connected to the unit and the unit was powered on. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of frayed wires on the power extension cable was confirmed.

Event description:
The user reported frayed wires of the power extension cable. The unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.